Event description:
The pt was implanted with a smooth saline mammary prosthesis on 10/30/97. Subsequently, the pt experienced exposure of the device, allergic reaction and wound drainage. The device was removed on 3/19/98. This is the second device of two for this pt. The MFR reference number for the first device is 1645337-1998-00193.